Event description:
The customer reported that they received erroneous ion selective electrode (ise) results for one patient sample. Of the results provided, it was determined that erroneous results were reported outside of the laboratory for ise sodium and ise chloride. The customer stated that the issue appeared to be sample specific since no other patient samples were affected. There were no flags or instrument alarms associated with the issue. The sample initially resulted as 84 mmol/l for ise sodium and 54.2 mmol/l for ise chloride. The sample was automatically repeated by the analyzer and resulted as 84 mmol/l for ise sodium and 54.2 mmol/l for ise chloride. The initial erroneous results were reported outside of the laboratory. The sample was repeated and resulted as 144 mmol/l for ise sodium and 104 mmol/l for ise chloride. The repeat results were believed to be correct and corrected reports were issued. The patient was not adversely affected. The ise sodium and ise chloride electrode lot numbers and expiration dates were asked for, but not provided. The field service representative determined that there was a possible issue with the sample. He verified that the ise system was working correctly. The customer ran calibrations and quality controls; both were good. An ise check and precision study were performed; both were good.

Manufacturer narrative:
The ise sodium electrode expiration date is 01/31/2015. The ise chloride electrode expiration date is 01/31/2015.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be determined. Based on the provided information, the root cause seems to be related to pre-analytic sample handling. It is possible that the sample was mis-sampled due to poor sample quality. Outliers can also occur with samples of good quality due to previously sampled poor quality samples. An instrument malfunction can be excluded.